Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr results. On (B)(6) 2013, the patient tested on the inratio2 device, added multiple drops of blood and received a 1.2 result. An additional inratio test was performed in ten minutes which resulted in an inr of 2.7. Therapeutic range is 2.0-3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.